Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was exposed to moisture and the buttons were not working. Customer stated that they received a button error alarm and the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.